Event description:
It was reported that the patient underwent a right agc knee replacement on (B)(6) 2009. Revision procedure is to be performed on (B)(6) 2015 due to aseptic loosening. No further details have been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Item was not returned to the manufacturer as the item is still implanted. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.